Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets. No further information was provided.

Manufacturer narrative:
Evaluated three random sealed reservoirs and checked o-rings and stopper groove for anomalies none were found. Completed a basal bolus leaking test per specifications results as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connectors into 5xx insulin pump. Conclusion reservoirs not leaks and not air bubbles.